Manufacturer narrative:
Additional information: h10: the device was received for evaluation. During functional testing, failed downstream occlusion test, was not reproduced. A review of the event history log revealed multiple downstream occlusion messages however, testing results cannot be confirmed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream tubing guide being out of specification. The downstream tubing guide requires replacement and the force sensor need calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.